Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that he was taken by paramedics to the hospital due to hypoglycemia. The customer stated that his wife woke up during the night and found him unresponsive and perspiring heavily. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that prior to the event he received an alarm on the insulin pump. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.